Manufacturer narrative:
Weight, race, ethnicity: unk. Date of event: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -5.5 diopter into the patient's right eye (od) on (B)(6) 2021. The surgeon reports that after the initial implant the arch height was 304um. At a follow-up consultation it continued to drop to 119um. The patient is currently under observation.

Manufacturer narrative:
B5-additional information: per response, "on (B)(6) 2022 the patient's review record: the dome of the right eye was 100um and there were no other symptoms. The doctor decided to continue observation." Claim# (B)(4).